Event description:
It was reported that the patient had ¿been migrating leads.¿ it was noted that the patient may have a lead that appeared to be eroding. It was further noted that they saw or felt the ¿bumps¿ on the electrodes. It was noted that ¿they¿ planned on ¿going into tissue,¿ inspecting placement, and verifying no infection one day after report. It was further noted that they would either try to remove the lead and ¿snip electrodes off¿ to prevent further erosion or leave as is. The caller noted that the lead that may be eroding was on the right side and was not affecting their therapy. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant: product ID 3986a, lot# n272267, implanted: (B)(6) 2011, product type lead; product ID 3986a, lot# n272267, implanted: (B)(6) 2011, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3986a, lot# n272267, implanted: (B)(6) 2011, product type lead. (B)(4).